Event description:
It was reported that a thrombus occurred. The patient underwent a successful watchman left atrial appendage (laa) closure procedure. On (B)(6) 2019, patient returned for their 45-day follow up, and a large thrombus was seen on the face of the device. There was no to change in position or seal of the closure device. An unknown number of days later, the patient presented for surgery and a maze procedure was performed to remove the thrombus and ligate the laa. The laa was covered with a patch requiring ligation. No further complications were reported. Device remains implanted. Patient is doing well and has been discharged.